Manufacturer narrative:
Results: the tulip disengagement of the es2 integrated blade screw size 7.5x45mm was confirmed upon receipt of the returned product. The screw was being used during a surgical intervention of a patient with good bone quality and diagnosed with l5/s1 spondylolisthesis. The retaining ring in the tulip was confirmed to be deformed/broken upon visual inspection of the device. Over tightening can result in excessive loading of the device, permanent deformation of the retaining ring and disassembly of the screw. There were no manufacturing anomalies that could explain the product issue. Conclusion: the most likely cause of the failure is over tightening of the blocker. The surgical technique specifies to final tighten the blocker to 12nm.

Event description:
It was reported tulip head popped off the es2 screw during final tightening of blocker on rod.